Event description:
The manufacturer received information than an end user alleged a thermal event had occurred to a continuous positive airway pressure (CPAP) device. There was no patient harm or injury reported. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information that an end user alleged a thermal event had occurred to a continuous positive airway pressure (CPAP) device. There was no patient harm or injury reported. The manufacturer received the device for investigation and confirmed evidence of a thermal event to the device pca which resulted in a void to the device's top enclosure and the ability to make contact with electrical components. There was also evidence of thermal damage and water ingress to the device's sd card. It is likely that a liquid substance was spilled on the device's sd card prior to inserting it into the device. During the evaluation of the device at the manufacturer's product investigation laboratory, there was evidence of excessive contamination to the device (i.e. Dirt/dust visible on the pca, blower assembly, internal parts of the enclosure, etc.). The sound abatement foam in the remstar bottom enclosure had degraded. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a thermal event occurred to a continuous positive airway pressure (CPAP) device. There was no patient harm or injury reported. The manufacturer received the device for investigation and confirmed evidence of a thermal event to the device pca which resulted in a void to the device's top enclosure and the ability to make contact with electrical components. There was also evidence of thermal damage and water ingress to the device's sd card. It is likely that a liquid substance was spilled on the device's sd card prior to inserting it into the device. The philips respironics remstar plus c-flex system delivers positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30kg (66 lbs.). It is for use in the home or hospital/institutional environment. The user manual warns: "this device is not intended for life support. Contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." The manufacturer concludes that based on available information, the thermal event is likely due to customer abuse/misuse of the device. No further action is necessary.

Manufacturer narrative:
The manufacturer previously submitted a follow-up report and incorrectly reported the date for section b-4. The correct date is 10/15/2020. The date from section g-3 was also omitted and the correct information for section g-3 is (B)(6)2020.